Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer reported to administer the required amount of insulin per insulin pump and blood glucose continues to elevate. Customer believed that insulin pump was not delivering. Customer's blood glucose was 400 mg/dl. Customer reported that in order for insulin pump to begin delivering, reservoir would have to be removed and pump would need to be rewound. Insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.